Event description:
It was reported that a spectrum pump alarmed door not fully latched. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom door not fully latched alarm. Eval determined the cause to be a misalignment between the door and front panel caused by an impact to the lower left corner of the front case. The front case assembly was replaced to correct this condition.